Event description:
It was reported that when patient presented for an unrelated generator change-out, high, out of range pacing lead impedance, loss of capture, and decreased sensing were observed through pacing system analyzer. Lead fracture was suspected. The lead was capped and replaced. The patient was fine post-procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 30.7cm was returned for analysis. External insulation abrasion was noted at 20.6-20.7cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.